Event description:
The fse reported that the communication error prevented cine from functioning, which caused the customer to have to use another system to finish the case. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables connecting cine drive and cine pcb were evaluated and reseated. The system was tested and found to be working as intended and returned to service.